Event description:
It was reported that customer was hospitalized for high and low blood glucose. Nurse called in asking for basal rates assistance. Advised to have customer contact minimed for troubleshooting.